Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the bottom case tamper seal was removed and the plunger head case tamper seal was still intact. The device was observed to have a cracked top case and cracked right plunger head case. The device?s event history log was unable to be reviewed due to blank screen with ?e_fail_safe_motor_runway? Error. To conduct functional testing, the device was powered up. Upon power up, the reported problem was duplicated, and it was discovered that the mainboard was found to be corrupted. It was revealed the mainboard was the cause of the issue. The mainboard was replaced, and the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited a fail safe motor runway error. Patient involvement is unknown.